Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issues. Patient ID: (B)(6). It was reported that on (B)(6) 2021, a mitraclip procedure to treat degenerative mitral regurgitation grade 4+ with mitral annular and leaflet calcification, a2p2 prolapse. An nt mitraclip grasped the leaflets, however, it was observed that the posterior gripper did not lower. The clip was inverted and retracted into the left atrium (la). While in the la, troubleshooting was performed, but the issue was continued to occur. Therefore, the clip was removed and replaced. A new nt mitraclip was placed, reducing mr to a grade of <1 and grade 1+. There were no adverse patient effects and no clinically significant delay. On (B)(6) 2021, the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended. The lock lever shaft was observed to be broken and the lock lever cap was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. The observed broken lock lever shaft was likely a result of procedural conditions as the clip was locked/unlocked several times during the procedure. The observed missing component (lock lever cap) was a result of the cap removal during postprocedural manipulation and because the cap was not returned for analysis. There is no indication of a product issue with respect to manufacture, design or labeling.